Manufacturer narrative:
This event occurred in (B)(6). During a review of the alarm trace, liquid level detection (lld) errors were observed related to the sipper/reagent probe. The customer does not use rack adapters for their 13 mm sample tubes. Product labeling states to always use rack adapters with 13 mm sample tubes. On (B)(6) 2019 the field service engineer (fse) noted that there was a sudden drop off with qc results for all assays on (B)(6) 2019 and (B)(6) 2019. The fse performed liquid flow cleaning and a fluidics decontamination. The instrument performance test results were acceptable. Qc results were within the acceptable range. On (B)(6) 2019 the fse re-visited the customer site as they were still having lld issues. The alignment of the sample probe was checked and the rack and sample probe were adjusted. The lld voltage was checked and values were good. The customer stated qc is now running ok. The customer has not had further issues since the last service visit.

Event description:
The initial reporter questioned 15 patient samples tested for multiple assays on a cobas e 411 immunoassay analyzer. Based on the data provided, the results for 1 patient sample were discrepant when tested for elecsys ft4 iii (ft4 iii) and elecsys tsh (tsh). The initial ft4 iii result was 20.06 pmol/l. The repeat result was 15.5 pmol/l. The initial tsh result was 2.95 uiu/ml. The repeat result was 3.9 uiu/ml. The results in question were not reported outside of the laboratory. There was no allegation that an adverse event occurred. No reagent lot numbers with expiration dates were provided.